Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy and open skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician was aware of the skin irritation, however, there is no indication that the patient received medical intervention. Follow up indicated that the patient's skin irritation would temporally improve, but the patient would scratch the irritation and it opened back up. The medical outcome of the skin irritation is unknown.